Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead helix was noted to be elongated while it was being manipulated during the implant procedure. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.